Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending mid to second diagonal artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during initial inflation at 6 to 8 atmospheres. The device was removed from the patients body without any problem using the normal method and the procedure was completed with a different device. There were no complications, and the patient was in good condition after the procedure.